Manufacturer narrative:
Findings: unit received with constant frozen screen and watchdog alarms due to moisture damage on all electronic assemblies noted. Unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. Unable to verify button/keypad unresponsive due to constant frozen screen and watchdog alarms. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Corrosion on motor housing noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 208 mg/dl. The customer stated that the device stopped responding, no buttons work. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer was treated for high blood glucose. The customer woke up it was still high. The customer was offered to troubleshoot high blood glucose but declined.